Manufacturer narrative:
According to the facility, on 4/14, during draping, a foley was moved and fell out. Upon inspection, balloon had popped. A new foley was reinserted with no issues. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 4/14, during draping, a foley was moved and fell out. Upon inspection, balloon had popped.

Manufacturer narrative:
Correction to d4: 24jma200 is the lot number, not the serial number.